Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
It was reported on (B)(6) 2024 that the end-user reported a hypoglycemic event requiring a 911 call, though hospitalization was not necessary, and the event was treated with oral carbohydrates. Clinical diabetes specialist (cds) stated that the user is not announcing meals (meal bolus), overtreating hypoglycemia, and pausing insulin delivery to manage blood glucose (bg) levels. The user was contacted multiple times without success.